Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) 6f/7f was being used in conjunction with a 6f 12 cm procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. When the physician went to remove the sheath returning the shuttle to its original position, the physician noticed that the vcd sealant didn¿t make it all the way to the arteriotomy, thus it didn¿t seal. The access stick location was at the medium level. The vessel size was noted as 6 mm. The product was stored as instructed per labeling. The mynx vcd was prepped according to IFU instructions. The user shuttled down completely. No significant resistance was felt when shuttling down. No unusual force was applied when retracting the sheath. A hematoma of 6 cm or less was noted. Manual compression for 30 minutes or less was applied. The physician reported that he believes the event is due to using a 12 cm sheath. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The mynx vcd was not saved thus will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) 6f/7f was being used in conjunction with a 6f 12 cm procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. When the physician went to remove the sheath returning the shuttle to its original position, the physician noticed that the vcd sealant didn¿t make it all the way to the arteriotomy, thus it didn¿t seal. The access stick location was at the medium level. The vessel size was noted as 6 mm. The product was stored as instructed per labeling. The mynx vcd was prepped according to the instructions for use (IFU). The user shuttled down completely. No significant resistance was felt when shuttling down. No unusual force was applied when retracting the sheath. A hematoma of 6 cm or less was noted. Manual compression for 30 minutes or less was applied. The physician reported that he believes the event is due to using a 12cm sheath. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The mynx vcd was discarded thus will not be returned for evaluation. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the reported information and without the return of the actual device, the event reported as hematoma could not be confirmed and the root cause could not be determined. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.